Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the screen blacked out and error "e315" occurred during a colonoscopy procedure. The scope was replaced and the same phenomenon occurred with another scope but it disappeared when the power of the olympus, model cv-1500 was turned on and off. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the defect of image sensor unit or failure of internal board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.